Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to broken and bleeding lcd display window noted.

Event description:
Customer reported via phone call that the insulin pump had a crack on lcd. The customer's blood glucose level was 133 mg/dl at the time of incident. Troubleshooting was not performed. The device will be returned for analysis.